Event description:
Spoke to pt, one of her crono pumps sn: (B)(4) due (B)(6) alarmed for occlusion last week, but she could not find any obstruction, so she was forced to switch to her back up pump. A few days later, she attempted to use the pump again, and she was able to run the infusion but when it was done, she tried to remove the battery to reset the pump but the pump was no responding. She had to insert and remove the battery 10 times to get the pump to respond. No further info is known. Dates of use: from (B)(6) 2014 to current. Diagnosis or reason for use: pah.